Event description:
It was reported that the bd autoshield¿ duo safety pen needle experienced teh cannula breaking off or pulling out. The following information was provided by the initial reporter: date of incident (yyyy-mm-dd): (B)(6) 2020. Level of harm: no apparent harm - reached patient/person, inconvenient. Incident details: when giving humalog sc the needle returned bent and had broken off. Unsure if patient received full dose, patient monitored. Who was affected? Patient. Device name/description: needle duo safety for penfill device 30g x 5mm. Manufacturer code/model: 329505. Serial or lot number: (B)(6).

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4).

Event description:
It was reported that the bd autoshield¿ duo safety pen needle experienced the cannula breaking off or pulling out. The following information was provided by the initial reporter: date of incident (yyyy-mm-dd): (B)(6) 2020. Level of harm: no apparent harm: reached patient/person, inconvenient incident details: when giving humalog sc the needle returned bent and had broken off. Unsure if patient received full dose, patient monitored. Who was affected? Patient. Device name/description: needle duo safety for penfill device 30g x 5mm manufacturer code/model: 329505, serial or lot number: 9344189.